Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The caller stated that the buttons were sticking, and now they stopped responding altogether. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.